Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report of the medstation main drawers failed (2.1 and 2.2) and error message (device not detected on bus) were confirmed during fse testing. According to work order 02064345, drawers 2-1 and 2-2 were off the bus and showed no lights on the control boards. Testing of the drawer boards with a fluke meter revealed that the drawer controller on 2-1 was defective and the module controller was also nonfunctional. The module controller and the defective drawer controller were replaced, after replacing drawers were tested in the hta application confirming properly functionality, then customer verified with no further issues. The received pcba pmc vl.06/v0.09bl hh was visually inspected by dchu finding evidence of fluid ingress. No additional testing was necessary since the pmc board condition can lead to incidental damage to the dchu testing equipment. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of what customer reported was identified as the presence of fluid on the surface of the board.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half height cubie drawers 2.1 and 2.2 not detected on bus. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was fluid on the surface of the board. There were no adverse events or injuries reported based on this event.